Manufacturer narrative:
On 04-aug-2020, mentor received additional information about the event. It was initially reported to mentor that the patient suffered from bilateral deflation of her breast prostheses. New information received states that the right breast prosthesis was removed from the patient intact. This is the report for the patient¿s right breast prosthesis. Block b1 ¿is product problem?¿ no longer applies to this report, nor does block h6 device code 1546 ¿material rupture¿. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: bilateral breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with mentor smooth round moderate plus profile 300cc saline breast prostheses that bilaterally deflated after implantation. As a result, the patient will undergo bilateral explantation on (B)(6) 2020. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 13-apr-2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 31-jul-2020, mentor received additional information about the event. The patient did not receive replacement breast prostheses after her explantation surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information about the event. It was initially reported that the patient underwent explantation on (B)(6) 2020. New information states that patient underwent explantation on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).